Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial and/or lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the relationship between the device and the adverse events cannot be confirmed. There was no complaint reported on the subject device. There is no evidence of an olympus device malfunction. Therefore, the root cause cannot be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This medwatch is related to patient identifiers (B)(6) . The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Olympus reviewed the following literature titled "outcomes of endoscopic submucosal dissection for esophageal cancer with segmental absence of intestinal musculature." This retrospective review study was to investigate the incidence and clinical course of segmental absence of intestinal musculature (saim) during esophageal endoscopic submucosal dissection (esd) from that large multicenter study. A total of 5 patients were included. No performance data were evaluated. Type of adverse events/number of patients event1: mediastinal emphysema (4) event2: pneumothorax (2) event3: subcutaneous emphysema (1) event4: uncontrolled bleeding (1) event5: perforation not associated with saim (1) all patient's were managed conservatively.